Manufacturer narrative:
Continued h.6. Health effect - impact codes: f2303. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient underwent xen®45 gts implantation in left (non-study/fellow) eye. On pod48, patient experienced "increased iop greater than 10 mmhg vs baseline in non-study eye." Combigan drops were provided pod48 through pod88; vyzulta drops were provided on pod 76; and cosopt drops were provided on pod88. Event resolved on pod130. On pod278, patient experienced "increased iop greater than 10 mmhg vs baseline in non-study eye" and was started on brimonidine drops. Event is ongoing. On pod344, patient experienced "worsening of visual field from screening"; on pod371 trabeculectomy was performed and event resolved. On pod348, patient experienced "worsening of heart disease (not device related)." Patient underwent surgery for heart cath and heart stent placement and resolved on pod349.

Event description:
Additional information provided causality of worsening of visual field was due to progression of glaucoma and increased iop.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.